Manufacturer narrative:
(B)(4).

Event description:
It was reported that the low and high thresholds disappeared occurred. Data was evaluated and the allegation was confirmed as alerts were not saving was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.